Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary displayed an error pharmacy order and patient information was delayed. The customer stated that the malfunction occurred when the user tried to issue the medication to the patient. As a result, nurses were unable to pull all medications due to an error on the device and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist dialed into the station, verified there were no errors showing as 'pharmacy order delayed, patient information delayed,' and reconfirmed with the customer that the issue had been resolved. The technical support specialist reached out to the pharmacy administrator for further information and was informed that the system was functioning as intended. No further information regarding the failure or steps taken to rectify the failure were noted.